Event description:
A donor center reported that a procedure was stopped due to a leak. A total of 100cc of rbc's were not returned to the donor, as the nurse was worried about potential for contamination due to the leak. After disconnection from the system, the donor went to the bathroom and fainted. The donor was administered 1 liter of saline and 1 1/2 grams of calcium following the fainting spell. The donor was kept at the facility for approx. Four hours after this, as the donor had indicated feeling that the donor might faint again. The donor center physician wanted to admit the donor for observation, but the donor refused. The donor was released in good condition. Follow-up info identified that the donor vomited at home the night of the donation, but was well and went into work the following day.